Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It as reported via journal article: title: are titanium clips for control of the renal hilar vessels as unsafe as generally presumed? Author: percy j. Chibber, frcs, mnams and hemendra n. Shah, mch, citation: surg laparosc endosc percutan tech. 2006; 16: 276¿280. Controlled ligation and division of renal vessels is a critical step during any nephrectomy procedure. It is generally been presumed that titanium clip ligation of renal vessels is risky and insecure. The authors reported their experience over 5 years with ligaclips 10-mm titanium clips for secure ligation of renal hilum during laparoscopic nephrectomy. Titanium clips of 10 mm were used to secure renal vessels in 86 patients. During the surgical procedure, the renal hilar dissection was accomplished to delineate appropriate length of renal vessels circumferentially for safe application of titanium clips. The gonadal, adrenal, or lumbar veins were appropriately secured with ligaclip 5-mm titanium clips (ethicon). After appropriate dissection of renal vessels, renal artery was first clipped with ligaclip 10-mm titanium clips (ethicon) using a non-disposable laparoscopic clip applicator. During the process of clip application, care was taken to avoid entrapment of surrounding tissue or wall of renal vein in the clip. It was considered mandatory to visualize the tip of the clip beyond the renal vessels before deployment of the applicator. Reported complications included avulsion of lumbar vein during hilar dissection (n-1) which was controlled laparoscopically with immediate pressure and suture ligation, slippage of 5-mm titanium clips applied to the gonadal vein (n-2) which was managed by repeat clipping of the vessels without any untoward effects, and slippage of 5-mm titanium clips applied on the adrenal vein (n-1) which was managed by repeat clipping of the vessels without any untoward effects. In the authors¿ opinion, if the clips can be used to salvage the problems occurring with gia stapler malfunction, they could as well be used as a primary modality for ligating renal vessels. The renal vein can also be effectively controlled by shrivelling it with the clip applicator before application of ligaclips. From the authors¿ experience, the use of titanium clips for renal hilar control is found to be safe and cost-effective.